Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit was returned for evaluation of the failure and pictures by the customer was provide it. Unit returned was received inside of a plastic bag which is not the original package. Sample was submitted to leak test inspection per specification qp 2025 rev.104 disposable anesthesia breathing circuit (dabc) / section 1.8 leak test results: leak test inspection was performed on the returned device using equipment manometer ID# 8.0324 (calibration due date (B)(6) 2022). Results: the device presented leakage based on the leak test results, the reported nonconformance is confirmed. During returned sample analysis, it was observed that a resin line was embedded throughout a section of circuits ring additionally, the sample was tested under water to locate the leakage spot. As the confirmed leakage found is located exactly in the resin line embedded (above pictures), a potential investigation line to follow as root cause, is the resin line embedded causing leakage failure. Per trend review as leakage failure an escalation was performed to investigate this failure and determine the root cause. Escalation was initiated on (B)(6) 2021 under ncr-000744. Corrective actions will be addressed and implemented trough ncr-000744, all occurrence and detection mitigations are placed in process. The cause of the reported problem was not determined.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. During the pre-use check, leakage of air from the breathing bag was detected. No patient injury.